Manufacturer narrative:
A ge service representative performed an on site investigation. The filament driver was replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported, the system displayed a filament regulator error code message. No report of pt or staff injury.